Manufacturer narrative:
(B)(4). A bent pin test was performed on the inspiratory heater wire of the returned complaint (B)(4) infant continuous flow breathing circuit to see if it could be connected to a heater wire adaptor. A heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory tube. A bent inspiratory heater wire pin prevents the adaptor from connecting to the heater wire socket. A lot check was not performed as no lot number was provided. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported that a heater wire adaptor could not be connected to the (B)(4) infant continuous flow breathing circuit. This was noticed prior to patient use.